Manufacturer narrative:
The returned device was evaluated and the investigation of the returned device found the soft cannula to be torn and shortened, resulting in the length of the soft cannula measuring below specification. Fluid was unable to flow through the complete fluid path due to the damage to the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between for 12 hours. The patient reports they are not using a continues glucose monitor with the pod. As treatment, the patient applied a new pod.